Event description:
The rptr did back to back (rapid succession) blood glucose tests. Rptr's results were 300 and 140 mg/dl. Rptr did not have any symptoms. The rptr was on vacation and rptr's test strips had been exposed to high heat. Rptr did not do control testing, and planned on calling back if rptr had further problems with new strips. No harm was alleged. Follow-up attempts to contact the rptr for further info have not been successful.